Event description:
It was reported that the sys produced uncommanded x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys but no conclusion can be drawn as further repair info is not available. This malfunction may have resulted in a possible accidental radiation occurrence.